Manufacturer narrative:
Concomitant medical products: dtmb1qq crtd, implanted: (B)(6) 2017; 6935m97 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. A temporary pacing lead was implanted, followed by replacement of the system once the infection resolved. No further patient complications have been reported as a result of this event.